Event description:
The patient was revised because of poly wear, osteolysis, and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database for the reported femoral component and tibial tray did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear or device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.